Event description:
It was reported that this implantable cardioverter defibrillator (ICD) showed battery longevity for two years and dropped down to five months remaining during the present check. Furthermore, it was also indicated that the device exhibited premature battery depletion (pbd). Device replacement and to return the device for detailed analysis was recommended. Additional information from the field representative was obtained which indicated that the device was scheduled of replacement procedure will be in next month of second week. To this date, this device remains in service. No adverse patient effects were reported. Additional information from the field representative indicated that the patient was requested for customer response letter. Moreover, the device was changeout yesterday. This device was surgically explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. The returned implantable cardioverter defibrillator (ICD) was analyzed, and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The elective replacement indicator (eri) to end of life (eol) window was found to be shorter than expected, but full device function was verified. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which resulted in a shortened eri to eol window.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) showed battery longevity for two years and dropped down to five months remaining during the present check. Furthermore, it was also indicated that the device exhibited premature battery depletion (pbd). Device replacement and to return the device for detailed analysis was recommended. Additional information from the field representative was obtained which indicated that the device was scheduled of replacement procedure will be in next month of second week. To this date, this device remains in service. No adverse patient effects were reported. Additional information from the field representative indicated that the patient was requested for customer response letter. Moreover, the device was change out yesterday. This device was surgically explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) showed battery longevity for two years and dropped down to five months remaining during the present check. Furthermore, it was also indicated that the device exhibited premature battery depletion (pbd). Device replacement and to return the device for detailed analysis was recommended. To date, this device remains in service. No adverse patient effects were reported.